Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63, and battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected failed batt test alarms noted. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement test, displacement test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past that might have triggered the reason of complaint. During download review, pump error 63 alarm confirmed in (adapt) and history download on (B)(6) 2024 at 10:24:54 and on (B)(6) 2024 at 03:57:06. File number = 2017 and line number = 147. Per software engineering log, pump error 63 is a hardware error with twi interface or with ad5161 chip. Isolate to electronic assembly. In addition, failedbatt test alarm was also noted 19 times on (B)(6) 2024 from10:24:57 through 10:33:02. The power management report, per the power management tool/detail trace file, the time recorded is from (B)(6) 2024 at 10:17:56 hour through (B)(6) 2024 at 10:17:56 hour. No available power data on the event date was recorded. However, the power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. No moisture damage or electronic anomalies noted during deconstructive analysis. Isolate to electronic assembly. Unit also received with battery tube threads - cracked, cracked belt clip rails, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case and cracked keypad overlay at select button. In conclusion, the customers concern for pump error 63 was confirmed when adapt tool reveled its presence. Pump error 63 is possibly a hardware error with twi interface or with ad5161 chip. Isolate to electronic assembly. Unable to confirm failed batt test due to no alarms were noted during testing of unit and power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.